Event description:
It was reported that the customer's insulin pump was cracked. The customer's blood glucose was 4.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
During visual inspection, a broken reservoir tube lip, cracked battery tube threads, a cracked display window were noted on the insulin pump and the case was cracked near the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).